Event description:
It was reported that an ilet device was dropped, after which the left side of the touchscreen intermittently failed to respond, and a replacement was arranged. Symptoms included no injury and no blood glucose impact. Outcomes included temporary difficulty operating the device and planned return of the original unit. Investigation included customer interview and remote troubleshooting. Investigation of this case revealed physical damage to the screen assembly consistent with impact, resulting in partial loss of touch responsiveness while the device otherwise functioned. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage from accidental drop.